Event description:
Hospitalized for high bgs and dka. Troubleshooting was performed. The programming and histories on the pump were accurate. The infusion set was changed twice. However, the customer noticed hesitation during pump deliveries. Advised the customer to follow back up plan per doctor's instructions.